Manufacturer narrative:
No product was returned for evaluation, no photographs or films provided, the patient's burn was treated at the time of the event, consisting of topical antibiotics, wound dressing and instructions for follow-up care/evaluation. The root cause of this reported event has not been determined; however, the available information suggests a light source incompatible with the nuvasive light cable was utilized. Labeling review: "the nuvasive maxcess light guide is intended to provide surgical site illumination. The maxcess light guide is compatible for use with light sources made with the following: xenon with lamp. Power rating of up to 300 watts, halogen with lamp power rating of up to 250 watts, or metal halide with lamp power rating of up to 100 watts. Any light source used with this cable should have a minimum of 90% ir filtering to prevent cable damage during use." "Warning: maxcess light sources use high intensity lamps, which produce heat as well as brilliant light. The high brightness produced by the light source and the light output of the light guide cable can cause serious burns." "Precautions: take precautions to verify that the fiber optic cable is appropriately suited for the light source." Surgical facility retained the device.

Event description:
On (B)(6) 2016 a female patient underwent a posterior fixation procedure. Upon completion of the fixation, the retractor was removed and it was noted that the patient had incurred a full-thickness burn on the lower back beneath the retractor.